Event description:
Same case as: 2134265-2008-01341, 2134265-2008-01343. It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 100% stenosed lesion being treated was located in the mildly calcified right coronary artery (rca). The lesion was predilated with (size and manufacturer unknown) balloon. Ivus was preformed. A 2.50x24mm taxus express2 drug eluting stent was deployed in the posterior descending artery (pda) to distal rca, a 3.00x32mm taxus express2 drug eluting stent was deployed in the distal rca, and a 3.50x32mm taxus express2 drug eluting stent was deployed in the mid rca. The stents were overlapping. The stents were post dilated with balloon (size and manufacturer unknown). Ivus confirmed the stents were well apposed. Medications: ticlopidine and aspirin. Eight months post the initial procedure, the patient presented with chest pain and emergency angiography was performed. Thrombosis was identified in the middle of the taxus stent which was previously deployed in the distal rca. The thrombosis was dilated with a balloon (size and manufacturer unknown) and flow was improved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.